Manufacturer narrative:
Visual analysis of the photographs identified: pain: unable to observe as it is not related to the device. Malaise: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Double capsule: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported for right side "had chest pain on both sides, back pain, malaise, felt completely sick." Physician later reported seroma-late, capsular contracture- baker grade iii, and double capsule. Device has been explanted.

Event description:
Patient reported for right side "had chest pain on both sides, back pain, malaise, felt completely sick." Physician later reported seroma-late, capsular contracture- baker grade iii, and double capsule. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ malaise: unable to observe since it is not related to the device. Additional observations: ¿ observed deformation on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Patient reported for right side "had chest pain on both sides, back pain, malaise, felt completely sick." Physician later reported seroma-late, capsular contracture- baker grade iii, and double capsule. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii and seroma-late.